Event description:
It was reported by the customer that a pyxis medbank system had an issue with dispensing the right medication. The customer stated that they were able to get medications from pharmacy within 30 minutes. Customer confirmed that there was no patient harm or active procedure involved. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the had an issue with dispensing the right medication. The pharmacy department were able to fix the issue as the user had no cubie admin access. The system functioned as intended.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, b5, d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-oct-2022 to 04- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that they had an issue with dispensing the right medication. The technical support specialist suggested the customer check with the pharmacy as the user had no cubie admin access and the pharmacy was able to fix the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
Customer contacted bd to report that a bd pyxis medbank system had an issue with dispensing the right medication. The customer stated that they were able to get medications from pharmacy within 30 minutes. There was a delay in medication dispensing. Customer confirmed that there was no patient harm or active procedure involved. There were no adverse events or injuries reported based on this event.